Event description:
Additional information reported that further analysis was performed on the object in question. The analysis results ¿confirmed that the substance was protein made in the patient body.¿ it was reaffirmed that the analysis results indicated ¿the substance was from the patient body¿ and that it ¿was not manufacturer product.¿ the analysis consisted of infrared spectroscopy and microscopy performed on the ¿foreign material¿ and ¿tube.¿ the results indicated ¿the main component of the ¿foreign material¿ was protein¿ and that ¿the main component of the ¿tube¿ as requested for analysis was polypropylene.¿

Event description:
It was reported the tourette¿s syndrome patient was implanted with a deep brain stimulator (dbs) system in 2007. Following implant of the system the patient¿s ¿treatment had no effect, so the entire dbs system was removed¿ about a half a year later on 2007-11-28. Around late 2014-nov the patient ¿complained of stiffness in the neck¿and at ¿the side of the neck.¿ an examination of the patient was performed as a result and found ¿a 20 cm rod-shaped mass within the cervical area in question.¿ the mass was described as ¿a white, plastic-like foreign substance.¿ on 2014-(B)(6) ¿an operation was performed¿ where a ¿part of the rod-shaped mass was excised and forwarded for analysis.¿ it was noted the mass ¿was near the pathway the lead and extension passed through.¿ the physician was requesting analysis be performed to determine ¿if the rod-shaped mass wascartilage formed within the body or something made of plastic¿ and ¿whether or not the foreign substance was related to the dbs device.¿ the foreign substance was subsequently visually checked, but it could not be visually confirmed whether the mass was related to the dbs device ¿because there was tissue attached; in addition the color and shape might have changed.¿ it was noted ¿the patient had never had any operations near his neck in the past.¿ there were reportedly ¿no¿ health hazards to the patient from the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).